Event description:
It was reported that there was a problem pulling back wire #4. The aortic balloon was deflated at which point the wire was free of impingement. There was a stenotic lesion on the right side which treated with two 12x40 wall stents. High jacket retraction forces not noted.